Event description:
It was reported that the system was being prepared for an ffr procedure. The system was connected tot he power outlet and plugged the aop+ECG signal connector to "defib sync" socket on another manufacturer's hemosystem. At that moment, sparks of smoke came out from the system's power source fan.

Manufacturer narrative:
(B)(4). The system was returned to the manufacturer for evaluation. Outside visual inspection of the returned system as a complete unit discovered no damage. The system was completely disassembled. The pci board was removed to safeguard the system from further damage and the system was connected to the power outlet. System power switch was turned on and nothing happened, which would suggest that the power supply was malfunctioning. The back cover was removed and burning smell was noticed near the power supply. The power supply was also disassembled to perform inside visual inspection and revealed a burned/blown 330uf capacitor. This burned capacitor would have produced smoke and sparks during the system preparation. Additional brown liquid was seen on the power supply sides and cover. This brown liquid is consistent with the capacitor electrolyte fluid, which may have seeped out of the capacitor casing after the reported failure. Both fuses from the power supply were checked and also found to be blown. The power supply is a purchased component and the manufacturer is following up with the supplier for further evaluation and root cause analysis. A supplemental report will be submitted when the manufacturer's investigation is completed.